Event description:
Per report, post transfemoral deployment, the 26mm sapien valve position was too aortic (70/30) with a 2+ pv leak and a 2+ central aortic insufficiency (ai), requiring a second valve to be placed. The patient's annulus diameter measured 24.8mm by tee. The valve was post-dilated with an additional 1.5cc of contrast solution added to the balloon (which already had 22cc of volume). There was no change on the pv leak and central ai, so an additional 0.5cc of contrast solution was added to the delivery system to post-dilate the valve one more time. This maneuver did not work either; then it was decided to deploy a second 26mm sapien valve, with final result of 2+ pv leak and no central ai. The patient left the cath lab in good condition. The physician felt that the annulus was larger than the tee revealed and a 26 mm valve was a little too small for the native annulus explaining the 2+ pv leak. Per report, there was no issue with the valve or delivery system. Additional investigation: patient factors: the aortic valve degree of calcification was moderate, there was mild mitral annular calcification, the patient did not have severe ventricular septal hypertrophy, and the ef was 35%. Procedural factors: the image intensifier angle was fair; the coaxial alignment of the valve/delivery system during deployment was good. The sapien valve was intentionally positioned 60:40 pre-deployment and there was no loss of pacing capture during the procedure.

Manufacturer narrative:
Per the device instructions for use (IFU) warnings, caution should be exercised in patients with a native aortic annulus size < 18 mm or > 25 mm as measured by echocardiogram. Correct sizing of the bioprosthesis is essential to help prevent paravalvular leak, migration, and/or annular rupture. Also, malposition of the valve requiring intervention and paravalvular or transvalvular leak are potential risks specifically associated with the use of the bioprosthetic valve. Per the thv physician training curriculum, there are special situations in valve selection where the physician needs to take into consideration additional patient's factors in order to determine which bioprosthesis size is better to use. In the cases where the annulus diameter is close to 25 mm, a 26 mm sapien should be considered only in special situations, (e.g. The presence of severe annulus calcification, bulky leaflet and low coronary ostia, narrow root and low coronary ostia, or a narrow sinotubular junction). In addition to this, malposition of the valve can contribute in causing paravalvular leak. In this particular case, the exact root cause of the sapien valve malposition too aortic could not be confirmed, as the images of the procedure were not made available for internal review. However, per discussion with the physician after the procedure, he thought that the annulus may have been larger than 24.8 mm as revealed by the tee, in which case a 26 mm valve is not recommended. It appears that the pv leak and central ai are due to a combination of valve selection, procedural factors (malposition of the valve) and patient factors (moderate annular calcification). A device history records review for the affected sapien valve was done, and it was found that the device met all specifications prior to its distribution. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Since there was no allegation of the event been caused by a malfunction of the device or labeling issues found, no further investigational activities will be performed. No further actions are required at this time.